Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit . The device was returned to third party service center. The service center reports that the device cannot be powered on and the unit's power connector is corroded with corrosion on metallic surfaces found at evaluation. In addition, the device was scrapped.